Manufacturer narrative:
(B)(4). Per additional information from the customer, the sample is no longer available for evaluation. Additional narrative:per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition of "leak" could not be confirmed. A batch review has been performed and there were no non-conformances related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv 2 device was observed leaking from the top of the device before use. There is no patient involvement. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.